Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 400-450 mg/dl range and diabetic ketoacidosis. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, an occlusion alarm had occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become availbe, a supplemental report will be submitted.